Event description:
During an atrial fibrillation pulsed field ablation procedure, air was aspirated from the agilis 13f sheath after insertion of the volt catheter. It was noted that the first valve on the agilis sheath was damaged. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.